Manufacturer narrative:
The device was received on (B)(6) 2011, but an eval summary is not available at this time. Gross examination indicated leaflet calcification and pannus formation. X-ray analysis confirmed the presence of calcification. Full morpho-histological analysis is in progress. Serial number determined on (B)(6) 2011; therefore, the device history record review is still in progress at the time of this report. Method: a review of the device history record is in progress. Results: no definitive results at this time, other than calcification is confirmed. Conclusion: no conclusion can be drawn at this time as device eval, including histopathology, is in progress.

Event description:
Sorin group (B)(4) inc mitroflow division was notified on (B)(6) 2011, of a mitroflow valve (model 12a, size 21 mm, s/n (B)(4)) that was explanted on (B)(6) 2011, for reported bioprosthetic aortic stenosis. The valve was implanted on (B)(6) 2008. As reported, the valve was heavily calcified with two immobile leaflets.